Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image and one angiogram movie clip provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot provide diameter or length measurements with jpeg images. ¿ unknown date on the one jpeg image provided for evaluation. O this image may show the proximal end of the implanted device was more even and perpendicular to the flow lumen however, there is no contrast on the image so cannot confirm this possible finding. O also, there are no bony structures on this image to compare with the angiogram imaging that follows. ¿ angiogram clip images show: o the proximal markers do not appear to be aligned perpendicular to the flow lumen at the left renal artery level. O there may be bird beaking at the right side of the proximal device. O no endoleaks are identified at the levels of the implanted device limbs. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, patient underwent an endovascular aneurysm repair procedure to treat an abdominal aortic aneurysm (6.1cm size) utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3). On (B)(6) 2025, patient underwent an endovascular reintervention procedure for an explant of the trunk ipsilateral leg c3. Reportedly, the neck was angled and the final position of the main body had a bird beak. After the most recent CT scans, it had shown that the main body had slipped down (distally) by 2.5cm and the decision was made to explant the main body or part of it. There were no reported issues with the limbs and they remain implanted in the patient and the patient is doing very well at this time.

Manufacturer narrative:
Added g3/g4, h1/h2, h3 and h6. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image and one angiogram movie clip provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot provide diameter or length measurements with jpeg images. ¿ unknown date on the one jpeg image provided for evaluation. This image may show the proximal end of the implanted device was more even and perpendicular to the flow lumen however, there is no contrast on the image so cannot confirm this possible finding. Also, there are no bony structures on this image to compare with the angiogram imaging that follows. Angiogram clip images show: the proximal markers do not appear to be aligned perpendicular to the flow lumen at the left renal artery level. There may be bird beeking at the right side of the proximal device. No endoleaks are identified at the levels of the implanted device limbs. Engineering evaluation summary: the specimens were returned to w. L. Gore & associates for investigation. Submitted unfixed was one (1) free-floating tissue fragment and nine (9) specimens of a gore® excluder® aaa endoprosthesis system consisting of three (3) stent graft fragments and six (6) film fragments. The stent graft fragments consisted of one (1) trunk-ipsilateral leg endoprosthesis fragment (tf-1, trunk with the contralateral leg and a transected ipsilateral leg), one trunk-ipsilateral leg endoprosthesis fragment (tf-2, transected ipsilateral leg fragment), and one leg fragment (ulf-1, unknown leg fragment consistent with the gore contralateral leg endoprosthesis). Four (4) of the film fragments were consistent with device constraining sleeve material (csf-1 ¿ csf-4) and two (2) film fragments were consistent with eptfe film material. Specimens were placed in 10% neutral buffered formalin upon arrival. Device fragments had been transected prior to arrival at w. L. Gore & associates. The lumens of both devices were widely patent. The luminal and abluminal surfaces of the device specimens were generally devoid of tissue with the exception of friable, lightly adherent, flat, yellow, soft tissue around the proximal end of tf-1. The lumens of all devices were widely patent. Tf-1 had two longitudinal transections and the ipsilateral leg sharply transected, tf-2 was sharply transected on both ends and ulf-1 had been sharply transected on ext a prior to arrival at w. L. Gore & associates. Histopathological examination was not performed, as the specimens were not properly fixed prior to arrival at w. L. Gore & associates. Device specimens were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, all specimens were examined for material disruptions with the aid of a stereomicroscope. All proximal trunk anchors remained intact. A strip of disrupted radial film was identified, located circumferentially on the trunk between body rows 2 to 4 and were consistent in size and composition with ff-1 and ff-2 (cause and timeframe cannot be determined). Extremity a (ext a) of tf-2 aligned with the wire ends of the transected ipsilateral leg of tf-1. Ulf-1 did not appear to align with other returned device fragments, consistent with a gore® excluder® aaa contralateral leg endoprosthesis (product number cannot be determined). Lack of device apposition and distal movement of the proximal end of the device cannot be determined due to the lack of adherent tissue and imaging provided. The longitudinal transections prior to arrival at w. L. Gore & associates are consistent with instruments used during a surgical procedure (i.e. Scalpel/ scissors, presumed during the explant procedure).